Event description:
It was reported a physician was having problems with his vns programming system. No further information was provided and good faith attempts to obtain additional information have been unsuccessful to date.